Event description:
It was reported that the external pulse generator (epg) displayed an error code after turning on. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) displayed the same error code after powering on. It was determined in the analysis that the epg failed incoming testing due to "pr1 clearing the serial number" and failed the incoming test ¿pacing rate dial¿. Reran failure in debug mode, and it got passed. It was noted that the rate encoder had intermittent operation. Additionally, the output connector assembly, the hanger assembly, and the lower case were broken. The upper was noted to be dented, the keypad was scratched, and the main world label was damaged. The epg was returned unrepaired due to the expiration of its service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.